Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the customer experienced high blood glucose level. The customer¿s blood glucose levels were 297 mg/dl, 497 mg/dl, 262mg/dl, 301 mg/dl, 360 mg/dl, 355 mg/dl, 526 mg/dl, 383 mg/dl, 114 mg/dl, 497 mg/dl, 445 mg/dl, 409 mg/dl, 420 mg/dl, 403 mg/dl and 344 mg/dl. Customer was using insulin pump system within 48 hours of high blood glucose levels. The customer treated high blood glucose levels using shots and insulin pump. The customer reported that they experienced vomiting and was feeling sick as a symptom related to high blood glucose level. The insulin pump was not on auto mode at the time of incident. The customer alleged that the insulin pump was under delivering insulin because the customer had blood glucose level rising up last night. The customer performed high pressure test and they stated that the insulin pump passed the test. They also stated that the insulin pump passed the displacement est and self test. The insulin pump will not return for analysis.